Event description:
This patient is a participant in an ide and experienced this event post approval. Patient status post pdl implantation, l5-s1, returned for follow up evaluations at six (6) weeks, three (3), six (6), twelve (12) and twenty four (24) months. Patient non-compliant for the thirty six (36) and forty eight (48) month visit. At the sixty (60) month visit, 2009 patient reported a fusion, l4-s1, was performed by a non-study surgeon approximately one (1) year ago and a pain pump was placed approximately six (6) months ago. The pdl hardware was not removed. This is one of three reports for this event.

Manufacturer narrative:
Subject device not explanted. Synthes is unable to provide the manufacturer and or the date of manufacture without a part/lot number provided or returned device. Subject device was part of an ide. The investigation could not be completed, no conclusion could be drawn as no device was returned and no part/lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with our post-market experience. Pd has determined that no investigation of the individual event is necessary based on comparison with approved device trends. Post ide, as part of the us launch of pro disc-l, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing pro disc-l total disc replacement surgery.